Manufacturer narrative:
(B)(4). The armada 18 device is currently not commercially available in the us; however, it is similar to a device sold in the us. Visual and functional inspections were performed on the returned device. The reported balloon rupture was not confirmed. However, a leak was noted at the hub. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no indication to suggest that the issue is lot specific. The investigation determined the reported hub leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified de novo mid unspecified peripheral artery. A 4.0 x 80 mm armada 18 balloon catheter was used. The balloon was inflated once at 12 atmospheres and burst. Therefore, the device was replaced with another unspecified armada 18 balloon catheter to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the final report, additional information was received. The left common femoral artery was treated and the device did not meet any resistance during advancement. No additional information was provided.